Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy surgery on an unknown date, it was observed that the micro tornado hp w handcontrol device did not rotate. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that shaver does not rotate any more (lot 1817m3506r) . Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the device; functional : motor - not functioning/defective; functional : moisture/water damage. The repair of the device was however declined, and it is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device lot number (1817m3506r), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.